Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.0/2.0/004 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. In a subsequent surgery later that day, the lens was removed and a same size replacement lens was implanted vertically due to low vault without rotation. Reportedly, "first vertical position." The problem was resolved. Cause is reported as unknown.

Manufacturer narrative:
Device evaluation: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic bent/deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).